Event description:
Material no: 305110; batch n: 9029658. It was reported that during use of the bd precisionglide¿ needle while filling cartridge with insulin, the needle had come off. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: contact reported that while filling cartridge with insulin, the needle had come off.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 305110, batch n: 9029658. It was reported that during use of the bd precisionglide¿ needle while filling cartridge with insulin, the needle had come off. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: contact reported that while filling cartridge with insulin, the needle had come off.